Event description:
Patient reported from (B)(6) that the controller switched from one power port to the other one before batteries were down to (B)(4). He replaced the controller himself at home with no effects. Patient would not provide additional information. The pump remains implanted. It was reported that the batteries and controller were received by the manufacturer on 02/27/2015.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. Review of the log files revealed no occurrences of switching events prior to the 25% threshold; the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.